Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed pulse test) was confirmed. As received, the monitor failed incoming functional testing. Upon investigation, resistor r84 was physically damaged, the negative lead of high voltage capacitor c22 was broken away from the pad, and semiconductor q10 was leaking. The cause of the testing failure was the damaged components. The root cause for the broken leads c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. The root cause of the leaking q10 was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A u.s. Distributor contacted zoll to report that monitor sn (B)(4) failed a pulse test.